Event description:
Camino monitor was used for first time and the readings were very odd. They switched the camino monitor and the readings were acceptable. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/02/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident could not be duplicated or confirmed. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2015 ¿ feb. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿jun 2014 to sep 2015¿, the global product usage for cam02 monitors was calculated as (B)(4), using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. The quantity of complaints over the review period with the key word identified in the complaint review (3) can therefore be calculated as (B)(4) of procedures. Conclusion: the customer complaint incident could not be duplicated or confirmed. The cam02 monitor was verified as working to specification. The root cause of the complaint incident was identified as the mean icp value was outside of the rated accuracy range. This is set by the user and is required to be changed by the user.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.